Manufacturer narrative:
UDI = (B)(4); the device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was being seen in the clinic for a routine device check. The device battery status was end of life (eol). It was noted the patient had been lost to follow-up. Due to the battery status, the device interrogation could not be completed. The patient could not recall hearing beep tones from the device. The device was subsequently explanted with an allegation of premature battery depletion. No additional adverse patient effects were reported.